Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a handling issue. The user manual was provided to the customer showing all relevant safety information as the patient was not fixated on the patient table as recommended. Additionally, the gap dimensions between the moving part and the stationary of the table were evaluated. The values were assessed by our experts and are within specification. No general design issue has been determined. Therefore, no remedial action is deemed necessary as there was no device malfunction.

Event description:
It was reported to siemens that an adverse event occurred while operating the naeotom alpha CT system. At the end of an examination, during horizontal movement of the patient table, the patient´s (90 years, female) left index finger was trapped in the gap between the tabletop and table support. The patient was sent to the emergency room of a hospital that specializes in hand treatment. No further information was provided regarding the extent of the injury nor how her finger was medically treated. According to the available information the patient returned home the same day. This report has been submitted with an abundance of caution.